Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was to be used during a endoscopic sphincterectomy (est) procedure. According to the complainant, while removing the device from it packaging, the physician noted that the cut wire was broke. The procedure was completed with another ultratome xl sphincterotome. There was no damage noted to the packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was to be used during a endoscopic sphincterectomy (est) procedure. According to the complainant, while removing the device from it packaging, the physician noted that the cut wire was broke. The procedure was completed with another ultratome xl sphincterotome. There was no damage noted to the packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. Additionally, residue was present on the device; indicative that the device had been prepped/used. Further analysis found the catheter at the distal pierce hole was slightly melted. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken, however, the condition of the device indicates that the device had been used. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.